Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.s911usqs6eyl1, hardware: sm-s911u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to approximately 300 mg/dl between 4 and 24 hours of wearing the pod. The patient reported the pink slide did move forward but the cannula did not deploy, indicating a needle mechanism failure. The patient stated they activated the pod and after about 15 hours of wear they noticed their glucose level had reached about 300 and they felt insulin on their right arm. The patient removed the pod and then realized there was no cannula. As treatment a new pod was activated.

Manufacturer narrative:
The pod was received for evaluation with the needle mechanism partially deployed, with the formed needle extended beyond the bottom housing and slide insert not visible in the top housing viewing window. The pod data shows that the pod completed priming and delivered 3077 pulses before deactivation. The investigation found that the hole in the bottom housing needle well was found to be misshapen and inadequate. The inadequate bottom housing needle well hole did not provide enough clearance to allow the cannula sub-assembly to deploy fully during needle mechanism firing. The inadequate bottom housing was confirmed to be the cause of the reported needle mechanism failure.